Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal, no anomaly was found. Device was found to be functioning within specification.

Event description:
It was reported that the patient received shocks for t-wave oversensing. An increase in capture threshold was observed and r-waves were intermittently sensed. The lead and device were explanted.